Event description:
The customer reported that during a percutaneous ablation procedure, the tip of the antenna broke while inside the pt cavity. The piece was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.